Event description:
It was reported that the patient had chills and the implant sites were ¿very hot¿, the patient was very uncomfortable since she had surgery. It was stated that there was an infection, but the patient did not know if was an infection or a cold. The patient also had a sharp pinching in her lower back, more between the spine and not where the implantable neurostimulator (ins) was located. The pinching reportedly started two days ago and the patient had a ¿scab or scar¿ where the initial incision went in and that was where the pinching was located. It was stated that it felt like ¿something moved.¿ the patient had been sleeping with ice packs on the incision areas due to the heat and comfortableness. ¿one of the implant sites was more purple and red by the scar¿ than the other implant site. The said implant site was more painful too. The patient did not currently have any bandages over the implant sites. It was also noted that the patient was a ¿super active person¿ and had not been active since the surgery. The patient thought the pinching could be due to inactivity. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported six day later that healthcare provider was not sure of the cause of the event. It was reported that it was normal po st-operative pain. It was indicated that no signs and symptom just normal healing process. There was no hospitalization and no injury, patient recovered without sequelae.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative.